Event description:
Reporter indicated a vns patient has lost 40 lbs since implant and the physician believes the weight loss may be due to vns therapy. The physician believes the vns therapy is helping control the patient's seizures. The physician indicated the patient "does not have room to lose additional weight"...and the patient "did not have 40 lbs to lose" initially.